Manufacturer narrative:
Bearings, crest to crest spring, and manual release cable all malfunctioning causing manual and power modes to be inoperable.

Event description:
It was reported by service report that the cot will not lower in manual mode when unloading and only intermittently in power mode. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.